Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : after multiple attempts to retrieve the complaint device, the product still has not been returned. Therefore, this complaint file is being closed as no physical evaluation can be conducted. Therefore, the reported complaint cannot be confirmed and a root cause for the reported device failure cannot be determined.  If any additional information is obtained, this complaint will be re-opened to capture that information. A lot number was not provided; therefore, a request for a manufacturing records evaluation in search for non conformances was not possible to be conducted. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Reporter is mitek sales consultant. UDI: (B)(4). Lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported via phone that a patient¿s attorney has made accusations of a burn on patient's shoulder during a procedure several months before where the sales rep was present for the case. The sales rep stated he believes a vapr vue generator and coolpulse electrode were used in the procedure, with suction being provided by a stryker neptune system. The sales rep stated he did not observe anything unusual about the procedure. The sales rep is reaching out to the customer for the event date and any other event information that can be provided regarding our devices. This is report 1 of 2 for complaint (B)(4).